Manufacturer narrative:
B4:09sep2021 acknowledgement of receipt of voluntary medwatch report reference number mw5100064.

Event description:
It was reported that while providing high flow therapy to a patient, the v60 ventilator displayed a "cannot reach target flow" alarm, resulting in a decrease in patient saturation of peripheral oxygenation (spo2) to approximately 60%. The device was in clinical/therapeutic use during the time of the event. The device settings were 60 l/min and 60% fio2. Patient deidentified data and medical history not provided. Due to the patient desaturation noted during the time of the alarm condition, the patient was removed from the v60 and placed onto a stand alone high flow therapy system (make and model unspecified). The patient spo2 subsequently returned to acceptable levels after the device swap with no further harm or adverse event noted. The device was inspected by the institutional clinical department with no malfunction or error found. The reporter stated that no allegation of device malfunction or failure to perform to manufacturer specifications was noted. The device has since been placed back into clinical use. No parts or service were required or requested by the reporter. No device malfunction or failure to perform to manufacturer specifications was noted.